Event description:
It was reported that following a cryoablation procedure the patient experienced a stroke and double vision. The physician expected the double vision to resolve itself shortly. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: clinical data files were returned and analyzed. The files showed at least nineteen injections were performed with the reported catheter without any issue. The product was not returned for investigation. A clinical issue was encountered during the procedure.

Event description:
It was further reported that the patient's vision was "back to 90% of what it was pre-procedurally". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.